Manufacturer narrative:
(B)(4). Device manufacture dates: january 25, 2013 - january 28, 2013. The device was returned for evaluation. Visual inspection identified a ruptured bladder in a non-footing position. Microscopic examination of the bladder revealed markings on the exterior surface of the bladder near the rupture line. The evaluation confirmed the reported problem. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of an sv 2.5 infusor ruptured. This occurred during filling of the device with an unknown drug using a syringe. There was no patient involvement. No additional information is available.